Event description:
On (B)(6) 2013, an abbott point of care (apoc) customer reported act kaolin cartridges that yielded 3 quality check code (qcc) 23's, 3 qcc 39's and 1qcc 22 on 08/14/2013, all with the same patient receiving heparin the cath lab. There was no other patient information available at the time of this report. On (B)(6) 2013 the site reported that the patient was suspected of having an abdominal aortic aneurysm (aaa). An intervention was run to verify and determine the severity of the aaa and based on the findings, the patient was admitted. Based on the information available there were no injuries associated with this event. There is no reason to believe that a malfunction exists at this time.

Manufacturer narrative:
(B)(4).